Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8235275. Our records show that this is the third instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample was returned without unit package, needle cover and cannula sub-assembly. Our engineers determined the root cause for this occurrence is an over application of force by a component in the manufacturing machinery. To prevent the reoccurrence of this issue our facility has replaced this metallic component with a teflon replica, and we have implemented a pressure regulator to reduce the pressure being applied to an optimum quantity.

Event description:
It was reported that during use of the bd pegasus¿ safety closed IV catheter system after the catheter was penetrated successfully, it was noticed that there was leakage at the juncture of extension tubing and connection site during transfusion.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd pegasus¿ safety closed IV catheter system after the catheter was penetrated successfully, it was noticed that there was leakage at the juncture of extension tubing and connection site during transfusion.